Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the device was clamped onto the uterine pedicle and fired. The cartridge only partially fired then jammed. A new cartridge was placed into the device (atw35) and the staple line was completed.